Manufacturer narrative:
Site biomed representative, m.o. Declined to provide the information. A medtronic representative went to the site to test the equipment. Troubleshooting found that a damaged cover was present and required replacement. Replacement covers were shipped to the representative for replacement. The representative then performed the replacement and it was noted that the representative replaced the pendant for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No covers have been received by the manufacturer for evaluation.

Event description:
A site, biomed, representative reported that, while in a spinal fusion, the imaging system was experiencing difficulties with the gantry door opening. It was reported that a second imaging system was brought in to complete the procedure. The medtronic representative noted that the door covers were visibly cracked. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.